Manufacturer narrative:
(B)(4). The device has been received but the evaluation is not yet completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test was performed and failed. The device was re-tested using a test article, piston foam, after which the device passed the accuracy confirmation testing. The results of the evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.